Event description:
Boston scientific received information that during a device upgrade procedure a popping sound was emitted from the device when delivering a shock during defibrillation threshold (dft) testing. The programmer then displayed a short circuit code of 1004. Visually inspection of the outside of the device did not show any darkened areas on the device. The shock given had been a stat shock and was delivered when the patient went into a slow ventricular tachycardia below the zones of detection. The pocket had been left open at the time of shock delivery. Boston scientific technical services (ts) was consulted and noted that there could be a lead integrity issue, however if the pocket was not entirely closed, and part of the device was exposed to air a full connection to the device may not have occurred possibly creating the short circuit. The code was then cleared and the system was evaluated. The field representative reported all lead measurements were within normal limits. The shock impedance measurements were 62 ohms. Ts recommended doing a command shock with the device in the pocket and closed. This was done; a 1.1 joule shock was preformed and an extended charge time of greater than 45 seconds was displayed. Device replacement was recommended. A new device was implanted and all lead measurements were within normal limits. A 1.1 joule commanded shock was performed on the new device without any fault codes noted. Dft testing was also performed and the device detected and delivered a 31 joule shock which successfully converted the arrhythmia. The new device and chronic lead remain implanted. Additional information was recieved that the patient expired three days following the implant of the replacement device due to a bowel obstruction which was not device/lead related.

Manufacturer narrative:
The lead remained implanted and no further information concerning this report is available. This investigation will be updated should further information be provided.